Event description:
It was reported that this right atrial (ra) lead had fractured and will be addressed at generator change. Lead currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had fractured. Lead currently remains in service. Lead to be addressed at generator change. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.